Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). One pediatric cuffless tracheostomy tube was received for evaluation. A visual inspection was performed, and found that the right edge of the connector flange was cracked where the neckstrap is supposed to be tied. The reported failure mode cracked was confirmed. However, based on the investigation performed and the provided information, the root cause is undetermined. Damage of this magnitude would have been detected during the manufacturing visual inspection. Production controls were reviewed and found effective and properly implemented. There is enough data to support that the reported failure mode is not attributed to the manufacturing process.

Event description:
It was reported that during patient use, the tracheostomy tube neck flange broke. The device was replaced. There is no report of serious injury or death associated with this event.